Event description:
It was reported that an alert had been triggered for atrial intrinsic amplitude out of range. Review of the presenting electrogram (egm) showed an isolated undersensed beat. Appropriate sensing was observed on other available egm's. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.